Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing from 12.5 years to 5 years in a few months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended within 90 days. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing from 12.5 years to 5 years in a few months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended within 90 days. The product has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing from 12.5 years to 5 years in a few months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended within 90 days. The product has been explanted. No adverse patient effects were reported.